Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy manifested by nausea, diarrhea, and no appetite. The patient was not hospitalized for the event. The patient was treated with cefazolin (ongoing for 21 days; dose, route, and frequency not reported) and an unknown antibiotic (discontinued on an unknown date; dose, route, and frequency not reported) for peritonitis. Action taken with therapy was not reported. The patient reported that the cause was due to skin; however, the exact cause remains unknown. At the time of this report, the patient was recovering. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional information: (B)(6). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient cmplnt-(B)(4), cmplnt-(B)(4), and cmplnt-(B)(4).